Event description:
Report of 2 of 4 received of underdelivery of tpn. At the homecare pharmacy, the solution was prepared and primed through the tubing set, to which a 1.2 micron filter and back-check valve had been added. The solution was delivered to the patient's home and the IV container was secured in a fanny pack for the infusion. The pump was programmed in the continuous mode to deliver 480ml of 3:1 tpn'via a single line hickman catheter over 24 hours for nutritional support of a pediatric patient. It was reported that at an unspecified time following the start of the infusion, the caregiver found that the pump display showed that the tpn was being dispensed, but the total amount of solution was remaining in the container. A homecare nurse was notified. Another tubing set and container of tpn were dispensed and infused without incident. It was reported that althought the solution had not infused, the patient's IV access had remianed patent. There were no reported patient adverse effects.